Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem: no known impact or consequence to patient (B)(4). Device problem: device operates differently than expected (B)(4).

Manufacturer narrative:
The customer reported that a sample mismatch occurred with the autoloader barcode reader on the cell-dyn sapphire analyzer. The customer requested a field service visit for issue resolution. An abbott field service representative cleaned the barcode reader and issue was resolved. The cell-dyn sapphire system operator manual (list number 08h10-01, revision a) contains adequate information in regards to autoloader barcode reader issues, which includes cleaning the autoloader bar code reader window and comparing the reading with a hand-held bar code reader, if available, to confirm whether or not the autoloader bar code reader is malfunctioning. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the information provided and the current evaluation, no product malfunction was identified with the cell-dyn sapphire instrument in regards to the reported issue.

Event description:
The customer observed approximately three out of 30 barcoded samples misread by the cell-dyn sapphire analyzer. The customer would only provide one example of a barcode label of (B)(4) read as '400' (no other individual specific patient information is available). No results were paired with incorrect sample identification numbers and no suspect results were reported from the lab. The customer uses their own barcode labels (not abbott supplied). The customer cleaned the barcode reader with no resolution. The customer requested a service call. There was no reported impact to patient management.